Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother contacted animas alleging the pump setting changed without user intervention. The patient's mother reported that on the evening of (B)(6) 2011, the patient obtained a bedtime blood glucose (bg) reading of 137 mg/dl. The patient had a bedtime snack and 1 hour later, the patient's blood glucose went down to 60 mg/dl. There was no mention of symptoms. In response to the low reading, the patient was given juice and when she was retested 1 hour later, her bg was back up to 187 mg/dl. However, 2 hours later, the patient's bg dropped again to 60 mg/dl. The reporter denied any further issues with patient's bg after that. When the reporter reviewed the pump settings she noticed that the patient's I:c ratio for bedtime was set to 35 when it should have been set to 50 (between 9pm-6am). The patient's mother confirmed no one made recent changes to pump settings. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because, the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. A review of the pump settings indicated that the insulin to carbohydrate (I:c) ratio was appropriately set to 50 for the time period between 9 pm to 6 am. The pump was exercised for 29 hours with no delivery issues. The pump successfully performed ezcarb and ezbg calculations with the appropriate ration and target values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.